Event description:
A pump declared an altitude alarm, and the customer's insulin delivery was suspended because of this condition. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided instructions to address the alarm by cleaning the pump's speaker holes and attempting to resume insulin delivery. However, the customer encountered issues with the cartridge and could not load a new one. Customer technical support continued troubleshooting and decided to replace the pump due to a non-functional button, providing guidance on avoiding future discrepancies and steps for handling the new pump. A replacement pump was sent, and instructions for returning the faulty pump were given.